Event description:
Affiliate explained that the icp express monitor displays failure system. It was not possible to calibrate and to connect any microsensor to the monitor. It was also explained that while they were trying to find another unit, the patient was without monitoring for 3 hours.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.